Event description:
The st. Jude medical representative reported that during a device change-out, a warning displayed that possible output circuit damage had been detected. Low impedance was also noted. Technical services discussed that the shorted output stage may have been caused by a damaged lead. Both the lead and ICD were replaced.